Event description:
The customer reported that they could not deliver a synchronized shock. No negative pt impact was reported.

Manufacturer narrative:
The customer reported that they could not deliver a synchronized shock during cardioversion. No negative pt impact was reported. The hosp biomed evaluated the device with no trouble found. Philips requested the event file from this device including the incident date in 2009. The event file provided was not for the specified incident and none was subsequently available. At approx 2 months later, the customer reported that the device had passed all testing, and had been returned to service following the event. There have been no add'l reports of this issue with this device. Based solely on the customer's report, we are considering this a malfunction.